Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. If was unclear from the call when the alleged inaccuracy issue began, but the patient reported that the subject meter's readings had been consistently off for some time. The patient manages her diabetes with insulin pump therapy and tests her blood glucose levels about 10 times per day. She reported that on (B)(6) 2017, she had been taking her usual dose of medication (including sliding scale). She reported that at an unknown time overnight on (B)(6) 2017, she was convulsing and sweating all over. She reported that her husband called 911 and when the emergency medical services (ems) arrived, she obtained an alleged inaccurately high blood glucose result on the subject meter of 223 mg/dl compared to 80 mg/dl on the ems meter, performed within a minute of each other. She reported that no treatment was initially provided by ems. She also reported that on the way to hospital, she became unconscious and a blood glucose result of 20 or 23 mg/dl was obtained on the ems meter. She indicated that her symptoms were treated with dextrose and IV fluids by the healthcare professionals. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution to test the meter and test strips. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event, i.e. Convulsing, sweating and unconscious requiring hcp intervention, after the alleged product issue began.